Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8 mm permanent cautery hook instrument started smoking and sparking, and the tip got red hot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the dissection of the cystic duct and artery, an arcing event occurred involving a bipolar forceps and a prograsps instrument, using an erbe electrosurgical unit set to a cut and coagulation level of 3. The instrument had been in use for 4-5 minutes before the incident, with the tip in contact with tissue at the time of arcing. No damage to the instrument was noted afterward, nor was there any injury or post-surgical complications for the patient. The surgeon suspects that bad equipment caused the arcing. The instrument was inspected prior to use with no abnormalities detected, and it was properly connected with no collisions or contact with staples, clips, or sutures while energized. The jaws were immersed in liquid or contaminated by carbonized tissue before activation. No photographic images or video recordings of the procedure are available for review by intuitive surgical, inc. (Isi).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument and bipolar energy cable for failure analysis investigation. The instrument and the energy cable were analyzed and the following information was obtained: permanent cautery hook instrument: the instrument was tested on an in-house system and displayed 0 lives remaining. It successfully passed energy delivery, recognition, and engagement tests, and demonstrated intuitive movement with a full range of motion in all directions. No physical damage was observed, and no problems were detected. The reported complaint could not be replicated or confirmed during the failure analysis investigation, and no product issue was identified. Bipolar energy cable: the bipolar energy cable was analyzed and the complaint was not confirmed by failure analysis (fa). Visual inspection showed no physical damage. The energy cord was connected to the in-house system and instrument and energy was delivered as expected. The energy cord was fully functional. No product issue was identified. Correction: h8. Was updated to initial use of device.